Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2004 involving m2a-38 system. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metallosis, and elevated metal ions. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2004 involving m2a-38 system. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metallosis, and elevated metal ions. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2014 due to acetabular cup loosening and metal on metal reaction. Operative report noted the presence of trunnionosis, osteolysis, a pseudotumor, and the cup was easily removed. The modular head and acetabular cup were removed and replaced with competitor cup and biomet head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07661 / -07662).